Manufacturer narrative:
The company representative examined the system and could not duplicate the complaint reported. The pneumatics module was replaced for diagnostic purposes. The software was upgraded. Preventive maintenance was performed. The system was then tested and met all product specifications. A sample has been received and evaluation is in progress. A root cause has not yet been determined. (B)(4).

Event description:
A nurse manager reported that there was no irrigation during a cataract with intraocular lens implant procedure. The customer switched out the unit to complete the case with a delay of less than 10 minutes. There was no harm to the patient.